Event description:
During an initial implant procedure, a high capture resulting in loss of capture was observed on the leadless pacemaker (lp). While the lp was being repositioned, contrast opacification revealed pericardial effusion. The lp was then explanted and the physician decided to discontinue the procedure. No intervention was required to resolve the effusion, and the patient was in stable condition.